Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty patient board set. However, the specific cause of the faulty patient board set was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer's biomedical engineer (biomed) stated that they were using 180 series scopes. Tac instructed the customer to complete the following troubleshooting steps: 1) to make sure they are getting a video signal from the processor to the monitor. Turned off the tower, disconnected the scope, and turned the tower back on. The monitor was getting color bars. The unit was getting a video signal. 2) get another scope and another maj-1430 connector. Biomed tried a different scope. Results: the issue was still present. No image. 3) tried the maj-1430 and the scope on another tower. Results: everything worked on the other tower. Tac recommended the customer send the cv-190 unit in for service. The device was returned to olympus for evaluation, and the customer's allegation was confirmed due to a faulty patient board set. The device evaluation also found the front video connector was worn out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that they were not getting any image from their scopes while using the evis exera iii video system center. The issue was found during preparation for use. There were no reports of patient harm.